Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a low blood glucose of 40 mg/dl while using the ilet, following elevated glucose after dinner when the system delivered correction dosing that resulted in insulin stacking during early use. Symptoms included the user feeling okay without functional impairment. Outcomes included successful self-treatment with oral carbohydrates and no need for outside assistance or medical intervention. Investigation included complaint intake review, event characterization, and user education on early learning behavior and correction dosing. Investigation of this case revealed a hypoglycemic event with unclear cause, with user-reported correction dosing preceding the low and no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.